Manufacturer narrative:
Product ID: 8709, lot# l55027, implanted: (B)(6) 1998, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported the catheter was 21 years old and the material looked like it broke down. A new catheter was placed and the patient is doing well.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot #: l55027, implanted: (B)(6) 1998, product type: catheter. Other relevant device(s) are: product ID: 8709, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider via a manufacture representative reported the patient was receiving unknown drug via an implantable pump. The indication for use was intractable spasticity and post spinal cord injury. It was reported the patient had a three months history of loss of effect from the itb pump. In the operating room no csf was see at the pump connector. A catheter fracture was noted and no csf was found at the spine. Upon trying to remove the catheter it was fractured about 10 cm from the anchor. It was noted initial cap test showed good flow three months ago and x-rays were normal. When symptoms of pain and return of spasticity persisted and indium 111 test was done and showed no flow of dye in csf. Since the pump had not been functioning the patient became unable to walk and was admitted to a nursing home. No withdrawal was noted. The patient's catheter was explanted and a new one was placed with csf flow. The explanted catheter was discarded by the customer.